Event description:
It was reported that the patient was at a rehabilitation center. The patient had a catheter in for about 2 months and they needed help resetting their device. The patient was not feeling stimulation and needed help walking though using the programmer to check their implantable neurostimulator (ins) and increase stimulation. The patient hadn¿t felt stimulation for about 1.5 months. The patient initially saw poor communication, but then tried again and synced with the ins a second time. The patient¿s stimulation was set at 0.5v and verified that stimulation was on. The patient increased stimulation to 0.6v and had an ¿x-fixture¿ in their left foot because their foot broke and it was stimulating the x-fixture really bad right now. The patient might need to turn stimulation completely off because it was really messing with it. The patient was walked though successfully turning stimulation off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).